Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4): an evaluation is in process.

Event description:
The customer observed several falsely elevated b-hcg results for one patient following a scratch uterus operation on the architect i2000sr analyzer. The following patient details were provided: the patient is a puerperal. On (B)(6),14 days after delivery, the patient had a check with b-hcg and the result was 34.85 miu/ml. On (B)(6), the result of b-hcg was 43.83 miu/ml. Combining with the situation of b ultrasound, the puerperal had a scratch uterus operation. The b ultrasound examination clew uterus cavity on the left there is uneven echo. The following falsely elevated results were provided: on (B)(6), the result of b-hcg was 843.69 miu/ml. On (B)(6), the result of b-hcg was 857.97 miu/ml. On (B)(6), the result of b-hcg was 829.19 miu/ml. On (B)(6), the result of b-hcg was 852.69 miu/ml. On (B)(6), the result of b-hcg was 806.90 miu/ml. On (B)(6), the result of b-hcg was 844.16 miu/ml. The urine b-hcg is negative.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Accuracy testing met all specifications. The additional testing performed by the customer of running alternate methodologies is an excellent way to determine if the bhcg test results require further clinical evaluation. The additional information the customer collected showing a non-linear response to dilution performed is another indication of an interferent affecting test results. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.